Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported at the patient underwent surgery due to degeneration of lumbar inter-vertebral disc. Intra-op, the screw was found slipped and could not be used anymore. The surgeon had to replace with new one to complete the surgery. No patient complications reported as a result of the event.

Manufacturer narrative:
Product analysis: unable to replicate customer concern; functional evaluation with a sample mas found the implant able to be fully engaged into the mas head. The implant appears to be capable of performing its intended function.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.